Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the r1 therapy electrode. The rear pulse wire was broken from the solder joint. The root cause for the damaged solder connection was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages.